Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Command starter awl 11-13mm snapped in half during femoral preparation in total hip arthroplasty. Sharp portion of the instrument was extracted and femoral preparation for the citation stem continued using rigid distal reamers and progressed to broaching without further issue.

Manufacturer narrative:
An event regarding crack/fracture involving a other instrument reamer was reported. The event was confirmed. Method & results: device evaluation and results: the device got broken into two pieces during femoral preparation in total hip arthroplasty. Examination of the returned device with material analysis engineer indicated overload condition. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: a review of the device history records could not be performed as no lot information was provided. Complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: the investigation concluded that the device was broken into two pieces & as per examination of the returned device with material analysis engineer it is indicated that overload condition was the cause of this breakage. No further investigation for this event is possible at this time. If additional information become available, this investigation will be reopened.

Event description:
Command starter awl 11-13mm snapped in half during femoral preparation in total hip arthroplasty. Sharp portion of the instrument was extracted and femoral preparation for the citation stem continued using rigid distal reamers and progressed to broaching without further issue.